Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination with 75% stenosed lesion. During the procedure, the catheter became stuck inside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient condition following procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination with 75% stenosed lesion. During the procedure, the catheter became stuck. The procedure was completed with another of the same device. There were no patient complications and the patient condition following procedure was stable. It was further reported that no image was shown and that the target lesion was mildly tortuous and mildly calcified vessel.